Manufacturer narrative:
See MFR: 3012307300-2018-00830. (B)(6).

Event description:
It was reported that the smiths medical device had observed leaking between the tube and the cuff. This issue was observed after 24 hours of use. A tube change was required to resolve the issue. No injury was reported.

Manufacturer narrative:
Seven products portex endotracheal tubes were. One device was received in a used condition whereas the other six of samples were received in new condition. A visual inspection of the devices was performed. The returned samples were visually inspected at a distance of 12" to 16" and normal conditions of illumination. The results of this inspection showed that there were no discrepancies functional testing on the cuffs of the returned samples were also performed. The cuffs were inflated using a syringe and the products were submerged under water in order to detect any leakage. The results of this test indicated that in the used sample there no leaks. It was however observed that there was air in the seal of this cuff. No leaks or problems were found in the seals of the six unused samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.